Event description:
It was reported that the patient was experiencing charging issues. It was also reported that the right lead migrated and had high impedances. The patient underwent spinal cord stimulation (scs) revision procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block d2b: lgw, qrb additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 7077337 UDI: (B)(4). Product family: scs-ipg-r-MRI upn: m365sc12320 model: sc-1232 serial: (B)(6) batch: 542696 UDI: (B)(4). Sc-2317-50 (sn (B)(6), sc-2317-50 (sn (B)(6). Investigation result: the device was not returned to boston scientific for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specification prior to shipping. Labeling review: a labeling review did not reveal any anomalies as it states: lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief and system failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control are known risk with the use of spinal cord stimulation (scs). Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Sc-1232 (sn (B)(6). Investigation result: the device was not returned to boston scientific for analysis. Device history record: a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Manufacturer narrative:
Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7077337, UDI: (B)(4). Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 542696, UDI: (B)(4).

Event description:
It was reported that the patient was experiencing charging issues. It was also reported that the right lead migrated and had high impedances. The patient underwent spinal cord stimulation (scs) revision procedure.